Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The knife wire was broken, and the fracture was charred black and melted. Investigation was carried out to confirm the broken portion and the broken portion was scorched and melted. When the outer diameter of the knife wire was measured, there were no abnormalities. It was confirmed that there was no problem with the length of the knife wire and wire coating, and that there were no defects in the actual product. The outer diameter of the cutting wire was measured, and the result indicated no abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual : ·since the knife wire needs to be very thin, the knife wire may break if the contact length with the duodenal papilla is short, if the high-frequency output is high, if it is energized while in contact with the metal part of the endoscope, or if it is stretched too strongly. When the knife wire is broken, if force is applied in the direction of stretching the knife wire, the hand part of the broken knife wire acts so that it is pulled in the endoscope direction, and if force is applied in the direction of pushing the knife wire, it acts to push it in the nipple direction or bounce sideways. If the knife wire breaks, immediately stop energizing, pull the slider on the control part completely, pull the broken knife wire into the tube, and then pull the product out of the nipple immediately. Broken knife wires can lead to perforation, major bleeding, bile duct laceration, and endoscope damage. When energizing, make sure that the rear end of the knife wire is within the field of view of the endoscope. If the forceps base and knife wire are in contact with the current and energized, current may leak, resulting in reduced output or unintentional tissue burns. ·do not energize the metal tip of the endoscope when the knife wire is in contact or in close proximity. Doing so may result in tissue burns or damage to the endoscope or this product. This instruction manual (drawing no. Gk6224, revision no.9) contains the following information. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer opened the single use 3-lumen sphincterotome v and checked the tip before use. One side of the knife had already come out, even though the customer had not operated the handle. This issue occurred during a therapeutic papilla incision for an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the knife wire was damaged, could not be identified. Was not able to identify the root cause of the event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual (drawing number: gk6224, version 9) stated the following: ·the knife wire needs to be very thin, so it may break if its contact length with the duodenal papilla is short, if the high-frequency output is high, if electricity is applied while it is in contact with the metal part of the endoscope, or if it is stretched too tightly. If the knife wire breaks, if force is applied in the direction of tensioning the knife wire, the proximal part of the broken knife wire will be pulled toward the endoscope, and if force is applied in the direction of pushing the knife wire, it will be pushed toward the papilla or bounce sideways. If the knife wire breaks, immediately stop applying electricity and pull the slider on the control unit completely to retract the broken knife wire into the tube, and then quickly pull this product out of the papilla. A broken knife wire may lead to perforation, severe bleeding, laceration of the bile duct, and damage to the endoscope. ·when applying electricity, make sure that the rear end of the knife wire is within the field of view of the endoscope. If electricity is applied while the forceps table and the knife wire are in contact, current leakage may result in a decrease in output and unintended burns to tissue. - do not apply electricity when the metal tip of the endoscope is in contact with or close to the knife wire. This may result in burns to tissue or damage to the endoscope or this product.¿ olympus will continue to monitor the field performance for this device.